Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving morphine of an unknown concentration at a dose rate of 264.92 mcg/day / 1 1.04mcg/hour via an implantable pump for spinal pain. It was reported that the person that schedules the pump refills had messed up and now the pump was sounding a critical alarm that started this morning. The patient states they have an appointment tomorrow and the healthcare provider's (hcp) office said to contact a company representative because it is a medical emergency they need to deal with. The patient was at the hospital.